Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 10037 was verified. Event log reviewed and found to show the error code occurred. Use testing performed. Service determined the motor was faulty during testing. The motor was replaced to resolve the issue. The problem source is the motor.

Event description:
Information was received that the cadd prizm pump is alarming error code 10037. No reported adverse effects.